Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using a pod packing coil (podj). During the procedure, the physician placed seven coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a podj through the microcatheter, the physician experienced resistance and the coil would not advance. Therefore, the podj was removed and the physician decided to end the procedure at that point. There was no report of an adverse effect to the patient.